Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was observed during power up and caused by a failed motor flex.. The failed motor assembly was replaced.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device displayed system error 105. There was no patient involvement.